Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that probe cutting and actuation function failed during a procedure. The condition of aspiration was unknown. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
One probe sample was returned for evaluation for the report of the probe not cutting during the surgery. A review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were seven additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed nonconforming. The cutter is stuck in the port. Foreign material is present on the port face. Functional testing was attempted but could not be performed due to the cutter remaining stuck in the port. The probe was disassembled and the components inspected. There was approximately five minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that at the beginning of the probe being used the adhesive bond failed causing the inner cutter to become detached from the coupling. An investigation has been completed and action has been implemented to lower the frequency of probe complaints. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).